Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as a red and burning skin irritation with a sharp pain. There was no alleged device malfunction contributing to the irritation. The patient's physician advised to apply new skin for the skin irritation. Patient reported that the irritation is getting better.